Manufacturer narrative:
Title: the use of barbed sutures for vaginal cuff closure during laparoscopic hysterectomy su mi kim, jong min baek, jae yen song, sung jong lee, eun kyung park, chan joo kim, yong seok lee received: 27 may 2017 / accepted: 18 december 2017 / published online: 30 december 2017 © springer-verlag gmbh germany, part of springer nature 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, 344 women underwent total laparoscopic hysterectomy with or without the use of barbed sutures for vaginal cuff closure. The most common postoperative complication was vaginal spotting, vaginal dehiscence, adhesion and port-related wound infection. In the cases of vaginal dehiscence, the vaginal cuff was repaired by using laparoscopy after confirmation of the status of internal organs.